Event description:
The pt was implanted with two trial leads (both from the same lot) on (B)(6) 2012. It was reported the pt experienced a loss of stimulation and pain at the lead insertion site when he went to see his physician for lead pull as scheduled. The pt also reported fever. Upon taking the dressing off, the physician noticed the leads had migrated down and were partially out. The pt was then put on antibiotics for infection prophylaxis. The pt was afebrile at the time of lead pull. Further follow-up on this matter indicated, the pt's symptoms and the infection has resolved and he is doing well.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.